Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the right ventricular lead exhibited noise oversensing, low pacing impedance and r-wave sensitivity issue. The right ventricular lead was capped and replaced on (B)(6) 2024. The patient was in stable condition throughout the procedure.